Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient's medical history crps. The date of onset/diagnosis of the pocket infection was (B)(6) 2014. Perioperative antibiotics were administered. The patient did not have meningitis. The signs and symptoms were redness and pain. The primary location was the device pocket. It was unknown if a culture was obtained. The patient received IV and oral antibiotics. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (b)(46) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2014, the patient initially stated that he had the catheter removed due to infection; later in the report, he stated that the catheter was disconnected and not removed. The infection wouldn¿t go away even though the patient was fighting it with antibiotics, so the pump was removed 2-3 weeks prior to this report. They planned to let the patient heal and then implant a new pump on his left side. At the time of this report, the patient was looking for a physician that could re-implant and manage his pump. The device system was delivering dilaudid. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.